Event description:
The complaint was reported as: the customer alleges that the oxygen does not seem to reach the pt. No mist. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02b1301422 does not corresponds to product 41893. However batch 02b1301422 has been reviewed and no non conformance reports were originated for the lot in question that can be associate to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident.